Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 216 mg/dl at the time of incident. Customer sated in the past 3 weeks had trouble with blood glucose being in the 300 mg/dl to 400 mg/dl, sometimes it would say blocked 8 times in one week she had to change, wake up in and she would be very high. She had tried different types of infusion sets and also tried the quickset but still had the same issue. Customer barely ate yesterday but woke up at 450 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was not active at time of high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reported that they did not allege insulin pump was under delivering. Customer treated with insulin shot and bolus through the insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.